Event description:
Event description cpi received information that this transvenous defibrillation lead was delivering inappropriate shocks with a short. In addition, the pacing impedence was >2000 ohms. The lead was extracted by laser. A new guidant lead was successfully implanted.